Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 15-apr-2008. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the synthes evaluation equipment depth gauge for 2.0mm and 2.4mm screws. The sales consultant said on (B)(6) 2014 at 1:50 pm that the part was broken off in one piece at the base of the depth gauge on (B)(6) 2014. It was broken off when another set was placed on top of it while going through washing after surgery. The part was found on (B)(6) 2014 by the sales consultant. The issue was found outside of the operating room. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date received by manufacturer reported as december 31, 0214 on follow up medwatch number 2; should have been december 31, 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service evaluation was completed: the customer reported the wire broke off. The repair technician reported the tip broke off, and the sleeve was missing. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. (B)(4). Health professional inadvertently checked; should be just company representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.